Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
(B)(4). Orig. Surg. (B)(6) 2008. No complaint stated. Additional information received 01/12/2017. Neck information now provided.